Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used to perform an omentoplasty during a gastric sleeve procedure. The needle detached from the suture during removal and was lost in the abdomen. It could not be found during the procedure and the procedure was completed and closed. Post-operatively, the patient was sent to x-ray where the needle was located under the liver. The patient was then returned to surgery on the same day to have the needle removed.